Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia and explant of the device. During the surgery it was noted that the mesh appeared to be loosening and separation of the mesh from the previous fascia. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent repair of an incisional hernia. A bard/davol composix kugel patch was implanted in patient during this repair. (B)(6) 2010: the patient underwent surgery to remove the composix kugel patch and repair a recurrence of patient hernia defect. During the surgery, the doctor encountered dense adhesions between the omentum, bowel, small intestine, and the mesh, and noted that on the right side of the mesh there appeared to be loosening and separation of the mesh from the previous fascia causing a recurrent hernia through this area. The composix kugel implanted in the patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective composix kugel hernia patch.